Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that her insulin pump broke because she fell and it hit the ground. She indicated that the display is blank. She was hospitalized because of the fall. Customer's blood glucose was 400 mg/dl at the time of the incident. Troubleshooting was performed for blank display but customer was unable to complete troubleshooting and was advised to call back.